Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons were sticking, had a delayed response and required multiple presses to elicit a response. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): there was no physical damage to the keypad. Investigation revealed that all keypad buttons responded as expected. The complaint could not be confirmed or duplicated. No defect was found on investigation; the keypad cover was removed and no contamination was found under the key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.